Event description:
Allergan aesthetics received report of a patient treated with coolsculpting to infra-scapular area, lower abdomen, right side of the infra-umbilical area and inframammary area may have developed paradoxical hyperplasia (pah/ph).

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2 a4 a6 b3 b5 d1 d4 g1 h3 h6

Event description:
Coolsculpting treatment occurred on (B)(6) 2021 to the bra roll (back) using the coolsmoothpro applicator and on (B)(6) 2021 was treated to the lower abdomen with the cooladvantage+, coolcurve+ applicator and to the upper abdomen with the cooladvantage applicator. To clarify, the patient developed paradoxical hyperplasia in the upper and lower abdomen, and bra rolls.